Event description:
The reported event was that the patient underwent an uneventful da vinci assisted low anterior resection for colorectal cancer. The surgeon stated that the anastomosis was end-to-end, created with an ethicon ils 29 circular stapler. Testing of the anastomosis was performed during the operation and no leakage was found. The patient experienced complications postoperatively and expired approximately 69 days post-procedure. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).